Event description:
Information received from the field notes that the patient was in the emergency room with shortness of breath. Interrogation of the device was not successful. During magnet application, the pacer rate initially increased to 90 ppm, but then stopped. Re-application of magnet resulted in no response.